Event description:
The customer reported that while running an hiv-1 p24 antigen assay, using summit sample handler, there were bubbles in well position b2 and insufficient liquid level in well position a2; no error message was given. A field service engineer was dispatched. No death or serious injury was associated with this event.